Event description:
The user facility reported that during preparation for use, the visera elite ii video system center was not working. There was no report of patient injury or user harm due to the event. An olympus field service engineer inspected the device on-site and found the equipment would not power on.

Manufacturer narrative:
The subject device was returned to an olympus service center for further evaluation. Inspection and testing found the device was not turning on due to a failure of the power supply. In addition, service found the light intensity was low due to failure of the light source unit, and the fan speed was low and needed to be replaced. In addition, the inside harness was rusty and dust was observed inside the unit. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An alternative stryker device was used for the procedure. There was no delay to the procedure or patient injury due to the event. The procedure was a laparoscopic gallbladder removal.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to update section b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root causes of the power supply failure, light source failure, and low fan speed could not be determined. It is possible that the low light intensity was due to an led unit failure. Olympus will continue to monitor field performance for this device.